Event description:
An (B) (6) male pt contacted lifecor customer support to report that he does not think his battery packs are charging fully. He stated that one battery pack showed a flashing charging led when placed on the battery charger. He stated that he removed the battery pack and it appears to charge normally. Support told him that this is a normal function. The battery packs runs a battery cycle test every 15 charge cycles. He stated that the other battery pack had been on the battery charger all day and it has zero bars. Support sent the pt a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval battery pack (B) (4) has been completed. The battery pack would not work because there was an unk substance inside the battery pack. One of the cells was corroded. Many "battery runtime expired" flags were seen on the download from this pt. This meant that the battery pack was used for greater than twenty-four hours. This means that the pt continued to use a depleted battery for hours after the expired runtime alarms sounded. The battery pack was repaired, retested and restocked. The root cause of the battery pack not charging was this unk substance. No adverse event occurred due to the defective battery pack. The pt received a replacement battery pack.